Manufacturer narrative:
Gtin number for item (B)(4). Lot 17086850 is 07613203021012. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the male luer broke off while attempting to connect the tubing to the patient. There was no patient harm.